Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patients serious adverse events of an incisional hernia (characterized by drain complications), which warranted surgical intervention. The pdrn attributed the hernias formation to the surgical insertion of the patients pd catheter (not a fresenius product). There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events. However, the liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the patients incisional hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of an incisional hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia that was pressing against their pd catheter (non-fresenius device). It was reported that the patient was scheduled to undergo a surgical hernia repair on (B)(6) 2021. Follow-up with the patients pd registered nurse (pdrn) confirmed the patient was hospitalized, and successfully underwent an incisional hernia repair on (B)(6) 2021. The patients incisional hernia was attributed to the insertion of the patients pd catheter (not a fresenius product), as the hernia was not present prior to surgery. The incisional hernia was found to be pressing on the pd catheter and causing reported drain complications. The pdrn stated the patients use of the liberty select cycler likely exacerbated the hernia, however the cycler did not malfunction or fail to meet user expectation. The surgeon ordered the patient transition to hemodialysis (hd) for 30 days following surgery, to allow the abdomen/hernia time to heal. Therefore, a temporary hd catheter (not a fresenius product) was also placed on (B)(6) 2021. The patient underwent a single hd treatment on (B)(6) 2021 and was discharged home on (B)(6) 2021 in stable condition. The patient began outpatient hd on (B)(6) 2021 and is recovering from the events.